Manufacturer narrative:
Product event summary: three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual inspection. Functional testing revealed that the batteries flashed red on the battery charger due to a high max error. The max error is an indicator of how well the batteries relative state of charge (rsoc) is calibrated. The batteries are still able to charge and provide power to a controller. Controller log files revealed the batteries' usage contributed to the battery¿s high max error by removing the battery before reaching 25% relative state of charge (rsoc). A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. A high max error will cause the batteries to flash red when connected to a battery charger. Additionally, for the batteries the high max error was unable to be reset during functional testing, likely due to a problem with the main integrated circuit. As a result, the reported flashing red was confirmed; however, the reported not charging event could not be confirmed. The flashing red was likely perceived as the reported not charging event. The most likely root cause of the flashing red can be attributed to batteries that are out of calibration. The most likely root cause of the inability to reset the max error during testing can be attributed to a faulty integrated circuit. Scar (B)(4) investigated battery main integrated circuit malfunctions. Even though this scar is closed, (B)(4) fall within the bounds of this scar. Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2018 / serial or lot#: (B)(4), UDI #:(B)(4), device available for evaluation: yes, return date: 08-apr-2020, device evaluated by MFR: yes dev rtn to MFR? Yes, mfg date: 31-jan-2017, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 08-apr-2020, device evaluated by MFR: yes dev rtn to MFR? Yes, mfg date: 31-jan-2017, labeled for single use: no, (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to the batteries were indicating a red color led status on the battery charger and were not charging. The batteries subsequently tested out of specification during manufacturer¿s analysis. The batteries remains in use. No patient complications have been reported as a result of this event.